Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. Customer¿s high blood glucose value of 392 mg/dl at the time of incident. Customer's other blood glucose value was 305 mg/dl. Customer stated that the size of air bubbles was in between the soda pop and big size bubbles. Customer stated that the infusion set cannula was not in the skin all the way. Customer stated that the needle of infusion set did not penetrate the skin. Customer did not want to trouble shoot troubleshoot for high blood glucose. The reservoir will not be returned for analysis.